Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to the family's request to withdraw care. It was noted that the pt had renal failure and had an rvad up until (B)(6) 2013. There will not be an autopsy performed.

Manufacturer narrative:
Per info received, the device will not be returning for eval by the hosp, as the device was not explanted and nor will an autopsy be performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.